Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc was not completing the boot process. The fse confirmed that the hard drive was faulty and needed a replacement. To resolve the issue, the fse replaced the hard drive and restored the ghost. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.